Event description:
Additional information received reported that the implant needed to be replaced. Both the health care professional (hcp) and the manufacturing representative tried to get it going but could not. Patient had been having problems since a few months after the she was implanted. Patient had not been able to charge implant for 3-4 months prior to the report. It was noted that the patient had an appointment with the hcp the tuesday following this report. Additionally it was reported that there was telemetry issues. An overdischarge was suspected. Patient¿s last successful recharge and when she last felt stimulation was about a year prior to the report. Patient had done the 60 minute clock several times, 7 times last month.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation for the last one to two months, and the last time she charged her device was one to two months ago. The patient's device would not charge or hold a charge; she would charge for hours and the battery would die the next day. It was also noted that she had the battery "jump started" a few times. The patient was waiting to hear back from the manufacturer representative, who indicated the device might need to be replaced. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.